Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device turns on and off by itself. There was no patient involvement.

Event description:
Turns on and off by itself. It was reported there was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted no power to keypad - replaced keypad. Missing battery pack - replaced battery pack. A review of the device history record for sn (B)(6) was performed from date of manufacture 04/25/2020 to present date 01/13/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the keypad - unresponsive key (no power to keypad). The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA# 1120033 pcu unresponsive keys.

Manufacturer narrative:
The investigation is in progress. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device turns on and off by itself. There was no patient involvement.